Event description:
It was reported that the patient had a systemic infection, methicillin-resistant (B)(6). The system was removed and the patient had amputation of some toes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).